Manufacturer narrative:
Additional narrative: article 02.224.224, lot 9039797, the investigation of the complaint lcp dhs plate has shown that at the edge of the hole entrance are damages visible. Unfortunately we are not able to determine the exact cause which has led to this occurrence. We can only assume that a widened up positioning groove of a dhs screw which were try to slide over the plate has led to this damages. A function test with a intact dhs screw was performed and the screw could not slide into the plate. Further investigation has shown that this instrument was manufactured in july 2014 according to the specification. No product fault could be detected. Visual inspection has shown damages at the edge of the hole entrance. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device was not implanted or explanted during the procedure on (B)(6) 2015. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon did not manage to get the plate over the screw. It was also reported that it was a 30 minutes delay in surgery. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.